Event description:
It has been reported to philips that the system did not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system does not start. The quote was cancelled and there was no service provided from the philips. Till date there was no reoccurrence reported. The codes were updated based on the investigation outcome.